Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. While performing preventative maintenance (pm), it was noted that the spring-loaded cover for the fiber-optic connector was broken. There was no patient involvement. The upper panel assembly was replaced as well as the required labels. There were no faults in the logs associated with this event. After the repair was complete, a full pm was performed. The unit passed all functional and safety tests per factory specifications. It has been returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the spring-loaded cover for the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was noted as broken. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the spring-loaded cover for the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was noted as broken. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6 (evaluation conclusion codes).